Event description:
The customer reported the b650 monitor with 2.0.1 software discharged a pt from the monitor remotely from a clinical info center (cic) central station while the monitor was on standby state. After a new pt was admitted in the same b650 monitor, the alarms were not broadcasted to the cic. There was no reported pt injury associated with this event.

Manufacturer narrative:
Pt data not currently available. Investigation was able to reproduce the reported issue: steps to reproduce: monitor is put to standby. Remote discharge is done on the monitor while it is in standby. After these steps, alarms are no longer broadcasted to the unity network. The situation is only recovered by rebooting the monitor, or returning to standby and ending it by some other way than remote discharge. There is no problem when using the s5 network. The alarm network interface does not send alarms to the network when it thinks the monitor it is standby. The software error will be corrected.